Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of telemetry difficulty, it was unable to interrogate non-wirelessly and the telemetry cut in and out when the radiofrequency (rf) programmer head cable was manipulated at the connector end and it was discovered that the rf head connector on the link electronic module (lem) board was loose. The lem board was replaced and calibrated to resolve. It was also noted that the hard drive health was found to be at 99% and it was replaced as a preventive, and the hard drive was reimaged and the software reloaded. (B)(4).

Event description:
It was reported that the programmer experienced telemetry difficulty while interrogating a device. The radiofrequency (rf) programmer head was replaced however the issue did not resolve. It was believed that the issue was with the connector port for connecting the rf head, perhaps an electrical connection issue. The programmer was returned for service. No patient complications have been reported as a result of this event.